Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 344 mg/dl with high ketones which hcp identified as dangerous. Cause of high bg unknown. Bg was treated by manual injection and infusion set and cartridge change. The customer was instructed to consult with the healthcare provider regarding bg level.